Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, post-operatively, it was reported that the led of the devices is faulty and the clip doesn't work well when fired. There was no patient involvement.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. During the evaluation of the second instrument it was noted that the proximal tube shaft was bent. There were three remaining clips. Functional testing found the instrument to cycle without binding. Clips loaded into the jaws, formed properly, released from the jaws and remained securely attached to test media despite the observed shaft deformation. When the cartridge was empty, the interlock engaged to prevent the jaws from approximating. The clip counter was no longer active upon receipt of the instrument. The handle was disassembled for visualization of internal components. A representative battery was assembled onto the subject clip counter for further evaluation. The returned counter indexed properly from 16 to 00 without issue multiple times. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the damaged shaft condition may occur with intentional over flexure of the shaft during clinical application causing the shaft to bend or break. The root cause of the observed damage was due to the product not being used as intended which caused or contributed to the reported condition. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.